Event description:
It was reported that an unspecified number of syringe 10ml saline xs experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: leakage at the sealed plunger on several syringes.

Manufacturer narrative:
H.6. Investigation summary: DHR:the non-conformances were reviewed for this batch and there was a record of non-conformance associated with this batch. No samples or photos were returned. Conclusion: the investigation concluded that there was an intermittent issue with the tip cap torque heads which was resolved at time of issue. Product associated with the defect was held for inspection, and the affected material was scrapped. It is possible that the issue may have been intermittent prior to detection and there may have been a limited occurrence outside the contained material. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10ml saline xs experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: leakage at the sealed plunger on several syringes.